Manufacturer narrative:
Device return on 5/20/2021 and investigation performed on 5/25/2021. A review of data from the device was completed and no error codes were observed. A DHR review of the associated kit lot was completed and no discrepancies were found. A review of existing CAPA, scar and ncmrs was completed and there are no prior records related to false positive failure mode for this lot. A root cause cannot be determined at this time. There are 3 potential root causes are (1) environmental contamination, (2) low viral load, (3) device failure; however, no discrepancies were identified during review of the DHR, existing quality records, and data downloaded from the device.

Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).

Manufacturer narrative:
Device return on 5/20/2021 and investigation performed on 5/25/2021. A review of data from the device was completed and no error codes were observed. A root cause cannot be determined at this time. There are 3 potential root causes listed below, however, these cannot be confirmed as the devices were not returned and no discrepancies were identifed during review of the DHR, existing quality records, and data downloaded from the device: (1) environmental contamination, (2) low viral load, (3) device failure, a DHR review of the associated kit lot was completed and no discrepancies were found. A review of existing CAPA, scar and ncmrs was completed and there are no prior records related to false positive failure mode for this lot.

Event description:
Two devices were reported as having false positive results. Complaintant performed additional pcr testing resulting in a negative result. One complaint device was returned.

Event description:
The complaint alledges a false positive result occurred.